Event description:
This will be filed for a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), rotated heart, thin and friable leaflets, edge-to-edge mr, and a history of drug and alcohol abuse, with non compliance. During a mitraclip procedure it was noted that case was complex and imaging was difficult due to the anatomy. Transseptal imaging was also difficult while crossing. The first two grasps with an ntw clip were at a2p2, but mr was not adequately reduced. The clip was moved medially from a2p2. A grasp was made and the mr was reduced from grade 4 to 2. Leaflet insertion was confirmed via the echocardiogram in 3d and transgastric view. The ntw was deployed and the system was removed without issues. During final imaging, it was noted that the posterior leaflet was detached. A single leaflet device attachment (slda) occurred and there was a suspected tear in the leaflet. It was determined not to treat the slda, and the mr remained at grade 4. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the cause of the reported incomplete coaptation and image resolution poor were due to patient anatomy. The reported tissue injury appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported mr is a cascading effect of the reported tissue injury. The reported effect of tissue injury and mr are listed in the instructions for use (IFU) which are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.